Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00294.

Event description:
It was reported that a patient underwent a revision surgery to remove a plate and screw that were found to have disassembled and migrated postoperatively. Posterior supplemental fixation was added to complete the case. It was reported that there was no fusion present at the time of the revision but no additional patient impacts were reported. This is report two of two for this event.

Manufacturer narrative:
Additional information in d4: UDI number, h3, h4, and h6: method, results, and conclusions. The returned screw was evaluated. There were no signs of damage. A functional test of the screw found that it was able to fully install and lock into a plate within a sawbone as expected. There were no indications of device malfunction. The cause cannot be determined, but possible contributing factors may include the detachment of the set screw from the associated plate, allowing the screw to back out of the bone or patient factors such as movement or poor bone quality, or inadequate purchase of the screw within the bone during installation. A review of the DHR did not identify any manufacturing related issues that would have contributed to this event.

Event description:
It was reported that a patient underwent a revision surgery to remove a plate and screw that were found to have disassembled and migrated postoperatively. Posterior supplemental fixation was added to complete the case. It was reported that there was no fusion present at the time of the revision but no additional patient impacts were reported. This is report two of two for this event.

Manufacturer narrative:
Correction. Additional information.

Event description:
It was reported that a patient underwent a revision surgery to remove a plate and screw that were found to have disassembled and migrated postoperatively. Posterior supplemental fixation was added to complete the case. It was reported that there was no fusion present at the time of the revision but no additional patient impacts were reported. This is report two of two for this event.